Event description:
Between 8-9:00am, the customer received a blood glucose reading of 423mg/dl on the contour next link and her pump dispensed 5.5 units of novalog. At 10:00am, she felt hypoglycemic with symptoms of sweating and shaking, so tested her blood on the contour next link again and the reading was 126mg/dl. She retested on a different meter and received a reading of 31mg/dl. She ate 20 grams of sugar and 20 minutes later, started feeling better. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. The customer was advised to return the test strips for investigation. New meter and strips were sent to her.

Manufacturer narrative:
Customer returned an empty bottle with a different lot# than what was in the initial report.